Event description:
User received discrepant estradiol results for seven pt samples. The following three pt samples were provided. Repeat analysis was performed on a different analyzer. Sample 1: initial result: 1001 pg/ml, repeat gave 737 pg/ml. No adverse events reported in association with the initial results reported. The field service rep was unable to determine a cause. Performance tests were performed and within spec.

Event description:
User received discrepant estradiol results for seven pt samples. The following three pt samples were provided. Repeat analysis was performed on a different analyzer. Sample 2: initial result: 3406 pg/ml, repeat gave 2363 pg/ml. No adverse events reported in association with the initial results reported. The field service rep was unable to determine a cause. Performance tests were performed and within spec.

Event description:
User received discrepant estradiol results for seven pt samples. The following three pt samples were provided. Repeat analysis was performed on a different analyzer. Sample 3: initial result: 2036 pg/ml, repeat gave 1543 pg/ml. No adverse events reported in association with the initial results reported. The field service rep was unable to determine a cause. Performance tests were performed and within spec.